Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the revision procedure, noise was able to be reproduced. The pace/sense pin was noted to not be fully inserted into the connector. The lead was fully inserted and secured. No noise was able to be produced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post an implantable cardioverter defibrillator (ICD) replacement procedure, an alert was triggered due to short v-v intervals and non-sustained episodes. No noise was able to be reproduced with pocket manipulation. A connection issue was suspected and a revision was planned. No patient complications have been reported as a result of this event.